Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) for lactate_2 recovered in range the morning on (B)(6) 2021 but recovered out of range on (B)(6) 2021. There were no issues with other assays. The customer confirmed that the operator was not trained on proper handling of lac_2 reagent. The operator did not prepare the lac_2 reagent in accordance with the assay instructions for use (IFU). After replacing the onboard lac_2 reagent with lac_2 reagent that was correctly prepared per the IFU instructions, qc recovered in range and no further issues were observed with patient results. The cause of the event was use error due to improper reagent handling. The reagent is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00016 was filed for the discordant lac_2 results obtained on (B)(6) 2021.

Event description:
Discordant, falsely low lactate_2 (lac_2) results were obtained on patient samples over a two day period on an atellica ch 930 analyzer using atellica ch lactate_2 (lac_2) reagent. The discordant results were reported to the physician(s) and were questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant lac_2 results.